Event description:
It was reported the customer does not understand why there was a delay in the device generating alarms for oxygen desaturation. On several occasions, the customer noted the monitor displayed an spo2 of 85-86% with a lower limit of 88% and the alarm does not generate for 30 seconds to one minute. The nurses indicated this issue results in potential hypoxia for the patients. It remains unknown what alarm delay configuration is present on the customer's monitors. Good faith efforts are ongoing to determine the configuration and whether there was any actual harm to patients related to the alleged delay.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section e reporting institution phone #: (B)(6).

Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. The spo2 alarms are configured in such a way that the yellow alarms are in smart delay but the red desaturation alarms have been set in such a way that they sound after 10 seconds if the values are below the desaturation limit set to 85 in the department. The remote service engineer could confirm that the there were yellow alarms that sounded before the red alarm of extreme bradycardia. Yellow alarms flash yellow in the bedside status bar. The red alarms cause an additional pop-up in order to attract the eye of users. Based on the information available and the testing conducted, the cause of the reported problem was due to user knowledge. The reported problem was not confirmed. The engineer provided their analysis findings and confirmed that device to be operating per specifications and no failure was identified.

Event description:
It was reported that the patient information center ix spo2 alarm is triggered late. The device was in use on a patient. There was no patient harm.